Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 500 mg/dl and current blood glucose value was 333 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was under delivering because insulin not came out. Customer performed displacement test and it was failed. The insulin pump will be and reservoir will not be returned for analysis.